Manufacturer narrative:
The ventilator was investigated on site and the nozzle unit gas modules were replaced. The replaced parts were returned for investigation. The received logs confirmed the reported pressure transducer test failures at date of the event. The investigation revealed that one of the returned nozzle units was damaged and failed the pre-use check du to multiple fails. The other one passed the pre-use check successfully. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The root cause for the damaged nozzle unit could not be determined but most likely occurred during the replacement.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).